Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg migrated within the pocket site after performing high-performance activities. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned to address the issue.